Event description:
A surgeon reported a pt with a refractive surprise following intraocular lens (iol) implant surgery. In a f/u, the coordinator verified that the cause of the myopic surprise is a combination of the iol predicted refraction and the steepening of the postoperative k's; and the residual astigmatism is due to the corneal astigmatism being greater than the correction of the iol. The coordinator reported that the surgeon does not think the lens is defective and that the surgeon and pt are happy with the result. Add'l info has been requested.

Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be identified by the investigation. The sample was not returned. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible mgmt personnel. There have been no other complaints reported in the lot number. Add'l info was requested on 2/18/2011 and 2/28/2011 by phone, fax, and mail. A completed questionnaire has not been received. Add'l info was received by phone on 2/28/2011. (B)(4).